Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after elective angioplasty. Reportedly, the proglide device was not deployable; the device "dismantled" before opening the footplate. The proglide device was removed. The patient had a large groin hematoma and pseudoaneurysm. Manual arterial compression was applied. During manual compression, blood pressure dropped due to a vasovagal episode. A femostop device was applied. Hospitalization was prolonged for observation. Conservative management included bed rest and close monitoring of the groin. The patient maintained stable condition overnight with stable vital signs. Ultrasound performed the next day showed the pseudoaneurysm had disappeared. The patient was subsequently discharged home with no long term complications. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported device dismantled was confirmed based on the returned device condition. The reported difficulties appear to be related to inadvertent mishandling and the treatment appears to be related to procedure circumstance. The investigation was unable to determine a conclusive cause for the reported patient effects and the relationship to the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.